Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's ins recharger was not charging. The pt stated that the black ac power ac power cord that was to be placed into the recharger did not stay plugged in. Add'l info was received that stated the pt did not meet with the physician or MFR rep regarding the event. It was also noted that the pt had surgery on (B)(6) 2010 and in (B)(6) 2010. No details were provided for these events. It was suspected that there was confusion, as the date of the pt's device implant was (B)(6) 2010. The pt was successfully reprogrammed. The pt was also able to recharge the device successfully and was no longer having problems with the device system. No further details, pt symptoms or outcome were provided at the time of this report.